Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer changed the site and the cartridge. Subsequently, the customer's blood glucose (bg) level began elevating and was 384 mg/dl at the time of the call. During troubleshooting with tandem technical support, a fill tubing was performed and no drops were seen. Then the customer changed to a new cartridge, filled tubing, and resumed insulin. One and a half hours later, the customer's bg level was 280 mg/dl. After another two hours, the customer's bg level was reported to be normal.